Event description:
Anastomosis leakage: a male pt in his early 30s received 3 sheets of seprafilm following a total colectomy on february 6, 1998. The seprafilm was applied as follows: a half sheet each on the upper and lower midline incision (center not covered); a half sheet on the anastomosis; a half sheet in the right gutter; and one sheet in the upper right quadrant. On february 20, 1998, the pt was reoperated upon for an anastomosis leak. The reporting physician has not provided any add'l details regarding the case to genzyme or the sales representative. The reporting physician indicated he felt the event was related seprafilm usage.